Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device stored several non-sustained right ventricular oversensing episodes which may be due to myopotentials. Reprogramming was recommended but no action has been taken. There were no patient consequences.